Event description:
Customer was not able to test her blood glucose due to a missing calibration bar in their precision qid test strips box that they bought from a drug store. In addition, the customer also reported that, the seal of the box was broken and it appeared to be tampered with. Customer reported experiencing symptoms of "shaky, could not see or focus and had a seizure". Customer reported eating peanut butter crackers and drank some milk to counteract her symptoms. There is no report on a diagnosis or third party medical intervention.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.